Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR report#: 2134265-2017-13198. It was reported that catheter entrapment occurred. During the procedure, when a 2.50mmx15mm nc quantum apex balloon catheter was threaded into a samurai guidewire, the balloon stuck on the guidewire. The procedure was completed with a different device. No patient complications were reported and the patient's status was fine.